Event description:
It was reported that the patient's left hip was revised. Patient reported hearing a pop in his hip and afterwards, the hip started squeaking. It was determined that the liner dissociated from the shell, allowing the femoral head to rub inside the shell. Intra-operatively, the surgeon could not determine with certainty if one of the screws was proud but could neither loosen nor tighten it as it was stripped, so the surgeon burred the head down to be certain. The head and the liner were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. During revision surgery, it is considered good surgical practice to always replace bearing components such as the tibial insert or hip liner including femoral head with new devices, also because service life damage or wear is not always readily visible and these components are usually modular and removal is easy and straightforward. Additionally the event states the surgeon burred the head down as he experienced difficulty tightening or loosening the stripped screw. A full investigation is carried out on the trident ii shell MFR# 0002249697-2022-01628 and liner MFR# 0002249697-2022-01626.

Event description:
It was reported that the patient's left hip was revised. Patient reported hearing a pop in his hip and afterwards, the hip started squeaking. It was determined that the liner dissociated from the shell, allowing the femoral head to rub inside the shell. Intra-operatively, the surgeon could not determine with certainty if one of the screws was proud but could neither loosen nor tighten it as it was stripped, so the surgeon burred the head down to be certain. The head and the liner were revised.